Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.